Manufacturer narrative:
Continuation of concomitant products: product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2018, product type: extension. Product ID: neu_unknown_lead, product type: lead. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2018, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep).it was reported that the frayed extensions were dis posed by account. The cause of the extensions being frayed was not determined. The high impedance were not resolved.lead alone had high impedances, lead had high impedances both tails with new and old extensions. Lead thought to be the issue and patient will be scheduled for a lead revision. Of note, previous ins dead preop for unknown length of time and unable to check impedances preop. This information was confirmed by physician/account.

Manufacturer narrative:
Continuation: product ID 3708120 lot# serial# (B)(4) implanted: 2010 (B)(6) explanted: 2018 (B)(6) product type extension product ID 3778-75 lot# serial# (B)(4) implanted: 2007 (B)(6) explanted: product type lead product ID 3708120 lot# serial# (B)(4) implanted: 2010 (B)(6) explanted: 2018 (B)(6) product type extension product ID 3778-75 lot# serial# (B)(4) implanted: 2007 (B)(6) explanted: product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative. It was reported that the lead revision was scheduled for 2018 (B)(6). The representative reported that both leads had high impedances. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 3708120, serial #: unknown, product type: extension. Date inaccurate, only the month/year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the representative was observing high impedance readings during a battery change (which was due to normal battery depletion). The patient didn't have stimulation for at least six months and interrogation of the old ins was not possible due to it being fully discharged. They noted that the "8-15" extension looked frayed on one end and was difficult to insert into the new ins. Two extensions were removed/replaced with new extensions due to the frayed end and high impedance values; these were inserted easily into the ins and the leads connected smoothly. When testing the impedances the representative reported that all values except for three were out with "possible open and do not use" messages on the tablet. The extensions were reseated three or four times, each time with a slight variation in impedance readings (which were still high). The representative used many random reference electrodes which didn't improve the impedance values. Using reference 0, the impedance values were: 1-34310, 2-4000, 3-4000 4-37990, 5-37390, 6-4000, 7-18210, 8-34360, 9-32270, 10-33070, 11-33220, 12-36800, 13-18260, 14-22280, 15-19180. Using electrode 6 as the reference, electrodes 0-7 had high impedances and using electrode 13-15 as references, electrodes 8-15 had high impedances. The impedance issue was not resolved and the patient didn't receive therapy. No further complications reported.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. Concomitant medical products: other applicable components are: product ID: 3708120, serial#: (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2018, product type: extension; product ID: 3778-75, serial#: (B)(4), implanted: (B)(6) 2007-08-21, product type: lead; product ID: 3708120, serial#: (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2018, product type: extension; product ID: 3778-75, serial#: (B)(4),implanted: (B)(6) 2007, product type: lead. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer's representative. It was reported that the leads were disposed of by the account. The representative noted that during the revision fluoroscopy showed that the leads were no longer in the epidural space. No further complications reported.